Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. The s-ICD was then moved to a more posterior position, during the procedure. The patient was brought back approximately 2 weeks later in which it was difficult to induce the patient again. The physician utilized an electrophysiology catheter to induce the patient which was successful. The s-ICD remains in service. No adverse patient effects were reported.